Manufacturer narrative:
Follow-up #1: date of submission 03/21/2017 device evaluation: the device has been returned and evaluated by product analysis on 02/27/2017 with the following findings: a review of the black box indicated the data from the timeframe of the alleged incident had been overwritten due to continued pump use. The available black box data indicated a ¿loss of prime¿ warning related to a ¿replace cartridge¿ alarm, a cartridge change, and a ¿not primed¿ warning following a reboot. No unexplained ¿loss of prime¿ warnings were observed. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programed values. The pump powered on normally and successfully completed ezprime steps. The pump was exercised for 24 hours with no issues occurring. The force sensor was found to be detecting force correctly. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The pump cover was removed and no defects were found to the force sensor circuit. The complaint could not be confirmed or duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017 the patient contacted animas, alleging a prime (loss of prime) issue. The reporter stated that the patient had a blood glucose (bg) reading of 400mg/dl with polydipsia, polyuria, nausea and dry mouth. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. This report is being made due to the bg excursion the patient experienced due to a prime issue.